Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a scheduled testing/inspection, it was reported that the device had no voice prompts upon power on. There was no patient use associated with the event.